Event description:
It was reported "unit powered off during use". No additional information is available from the customer regarding the outcome of the patient or issue. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4)